Event description:
Surgeon was using a guide wire on a drill and a piece of the guidewire broke off and lodged into the allograft in the pt. Fluoroscopy was used to identify the broken piece. The surgeon extracted the broken wire but ultimately had to break up the allograft to get the piece of the broken wire. The allograft was wasted and had to be replaced with a new one. The broken piece was collected and the surgeon confirmed by x-ray that the guidewire was completely removed from the pt.